Event description:
The physician placed the neuron delivery catheter 070 up the right ica and removed the guidewire. Physician did a run. The physician noticed fluid on the patient drape, and upon investigation saw the neuron delivery catheter 070 was kinked at 13cm distal to the proximal luer on connector, and a hole was "spraying" flush. The physician removed the neuron delivery catheter 070.

Manufacturer narrative:
Device evaluation report is attached. Device history records reviewed and no related anomalies were identified. Investigation/conclusion: the device presented failures of proximal and distal break in addition to kinks and flat sections. The distal break occurred at 14 cm from the tip and 2 cm from the flexible section of the catheter. The shaft reinforcement round wire separated and the device was held in place by the shaft reinforcement flat wire coil. During evaluation, the device kink failure was recreated when bending the device in an angle or arching of the device. Actual root cause of the break could not be clearly determined however any excessive bending force may have contributed to the failure.